Event description:
Customer reported to beckman coulter, inc. (Bec) that a small amount of fluid was leaking from under the flowcell cover of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the tubing at the bottom of the flow cell had become disconnected. The fse replaced the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).